Manufacturer narrative:
H6: device codes updated.

Event description:
It was reported that device entrapped and shaft break occurred. The patient presented with coronary artery disease. A 3.50 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During insertion, the balloon became stuck within the guide extension, resulting in shaft bent and brake. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.

Event description:
It was reported that device entrapped and shaft break occurred. The patient presented with coronary artery disease. A 3.50 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During insertion, the balloon became stuck within the guide extension, resulting in shaft bent and brake. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.